Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with a nadir of 39 mg/dl and approximately three hours below range, and the pump was perceived to be overcorrecting and delivering excess insulin; the user performed a factory reset and completed setup, and was advised the system would relearn over one to two weeks with consistent meal announcements. Symptoms included sweating. Outcomes included self-treatment with oral carbohydrates and no need for external assistance or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hypoglycemia, with user-reported pump overdelivery contributing; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.